Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered an extended bolus and at the time of delivery, customer was walking the dog. Due to the bolus and exercise, customer's blood glucose (bg) lowered (36 mg/dl). At the time of the event, the customer did not have a continuous glucose monitoring session active for the pump to terminate therapies during low bg event. Customer consumed glucose tablets to address bg.